Manufacturer narrative:
Lot number and device manufacture date provided.

Event description:
A medtronic representative reported that, while in a site's suretrak small clamp with broken screw thread. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement suretrak2 small clamp shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect clamp was returned and evaluated. Findings as follows: the adjustment screw is locked up within the clamp arm not allowing adjustment. Screw is cross threaded. Replacement clamp sent to site for issue resolution.